Event description:
On (B)(6) 2011 caller stated that she had a liposuction done during a breast reduction procedure. Caller stated that the surgeon said he had to do the liposuction to balance her. She further stated that a power assisted device was used during the procedure without her consent. She said the device disabled her and now she is on disability. The device was used to remove subcutaneous fat that was needed in her body which now results to an increase in the production of visceral fat that causes disease process in the body.